Event description:
The following information was reported: the balloon lost pressure at the 2nd stop (arteriotomy). Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: intervention vessel type: peripheral vessel size: 7 mm stick location: medium sheath size: 6f intended use: arterial closure additional information: during prep, the black marker on the inflation indicator was fully exposed. The stopcock was not opened when the balloon was at the arteriotomy. Resistance was not felt while inserting the device.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that the pre-procedure femoral angiogram showed presence of pvd/calcium. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1432205) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).